Manufacturer narrative:
The patient's weight is (B)(6) kg. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a vaginal hysterectomy and cystoscopy, and sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the suture while placing the mesh leg inside the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.